Manufacturer narrative:
(B) (4).

Event description:
Beginning in (B) (6), when the patient walked it felt like something was moving; it felt like a needle sensation. The pain felt like needles sticking in his back from his neck all the way down to his implant. There was no accident or fall related to the event. The implantable neurostimulator (ins) was not helping the patient's pain. The patient felt the device wasn't working; he felt that it was "cursed." The patient kept the ins turned off. The patient stated that he'd been through several surgeries and did not want another surgery; the details of the surgeries were not provided. The patient would not allow a manufacturer's representative to touch him as he felt it would make it worse. The patient had seen his doctor since the issue with the device started and his doctor had upped his prescription medication. It was noted that the physician was willing to work with the patient to reprogram or explant the device. The patient did request that the physician explant the device because it was "cursed", but it was a hospital where the physician did not have privileges. The patient was encouraged to continue to work with his physician. Additional information has been requested; a follow-up report will be sent if additional information becomes available.